Manufacturer narrative:
Product ID: 3778-60, serial#(B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient hadn¿t used her device in 6 years and it had been shut off since then. The patient attempted to turn it back on, but the batteries in the programmer were dead. The device, even though it was off, was causing her pain. The wire going up her spine was causing her terrible back pain as well. This had been occurring for 6 months. The patient would like to have the device removed. The physician was supposed to put it all in her back, but he put some of it down the patient¿s leg. The patient had a bad sciatic nerve going down her legs and when the neurostimulator hit those nerves, it was excruciating. The bad sciatic nerve had been going on for a couple of years. It was further reported that the device was explanted on (B)(6) 2014 due to the increased pain the leads and stimulator was causing. The patient had requested the explant as she did not use the stimulator. There was no hospitalization required and no injuries noted.